Manufacturer narrative:
No unexpected number ramping or scroll bar anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the vibrator or battery tube assembly during the visual inspection. However, moisture damage was noted on the motor and electronic assemblies. The insulin pump had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced button malfunctions while attempting a bolus shot. Customer's blood glucose was 119 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.